Manufacturer narrative:
Lot 14610814: (B)(4). Lot 14840668: (B)(4). Additional devices implanted and/or related to this event: tgu343420j/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications the conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include access, delivery and deployment events (access failure, failure to deliver the stent graft, insertion or removal difficulty), rupture of the aortic vessel, cardiac (arrhythmia, myocardial infarction), and death.

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore tag thoracic endoprostheses (tgu343420j/(B)(4), tgu404020j/(B)(4)) to treat an emergent endovascular repair of an impending aneurysm rupture of the descending thoracic aorta. It was reported the tgu404020j delivery catheter was advanced to an intended position through a 22fr introducer sheath because a 24fr introducer was too large for the patient's anatomy. The tgu404020j was not able to reach the intended position. While implanting the tgu404020j device the aneurysm ruptured. Details as to why the rupture occurred is not known. The patient became hemodynamically unstable and developed bradycardia. When the physician attempted to withdrawal the tgu404020j device, it was unintentionally deployed in the descending thoracic aorta. It did not cover any branch vessels. At this time an arrhythmia developed and the patient went into cardiac arrest. The patient was moved to another room as the condition progressed. The patient passed away on (B)(6) 2016, and the cause of death is due to a hemodynamic deterioration.